Manufacturer narrative:
A product sample was received for investigation. Visual testing was performed. All labels were still intact. / no physical damaged was found on the device. Functional testing was performed and all passed successfully. The customer's reported issue could not be confirmed. As a result of checking the log, it confirmed that there was a record of repeated power on/off, presumably caused by a cassette recognition failure. Preventively, the downstream sensor and the upstream sensor re-calibration were replaced. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product information has been provided to date.

Event description:
It was reported that during the use of the cassette, a no message alarm went off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.